Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Investigation summary: review of the device history record for (B)(4), lot number z000005574, identified no relevant deviations or anomalies. Product examination found that the battery pack had been damaged from leaking batteries. The leak had caused a battery contact to become corroded. This lead to the function of the device being intermittent. This complaint is confirmed. The root cause of the reported event could not be specifically determined with the provided information. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that the device was used to clean a wound while doing a hip replacement. It was found that the battery of the unit was dead and the pulsavac could not be used so another one had to be opened. No adverse events were reported as a malfunction of this malfunction. Investigation results revealed that the battery pack had been damaged from leaking batteries.